Manufacturer narrative:
The malfunctioning devices will be returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending and will be communicated within 30 days of its conclusion.

Event description:
The neonatal vygon PICC was noted to be leaking at the butterfly connection site under the dressing. The dressing was saturated and no longer considered sterile. The PICC was removed and a piv was inserted.

Event description:
The neonatal vygon PICC was noted to be leaking at the butterfly connection site under the dressing. The dressing was saturated and no longer considered sterile. The PICC was removed and a piv was inserted.

Manufacturer narrative:
We received the catheter with a needle-free connector as a faulty sample. Some blood residues were visible in the extension line, and flushing the catheter was not possible. Further microscopic examination revealed a hole at the junction between the catheter tube and the extension line. These are typical signs for a fracture due to excessive tensile forces. There are various events that can lead to a leaking catheter: 1. Tensile force-which may be caused by: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. For babies-routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. A review of the batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A two-year review of vygon USA's complaints data indicates that this is the first reported complaint for lot 23e024d. Corrective action: as the catheter worked well for at least 7 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.